Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced an infection. It was noted that the location was red, swollen and began oozing. The patient required antibiotic treatment and the device was explanted. No further patient complications have been reported as a result of this event.